Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the phaco handpiece suction was not strong enough before surgery. Additional information has been requested.

Manufacturer narrative:
Corrected information provided in outcomes attributed to adverse events. Additional information provided in describe event or problem., model/lot #., device manufacture date., and additional MFR narrative. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction / incident. (B)(4).

Event description:
New information was received indicating no suction was experienced while setting up for surgery. The phaco handpiece was switched out, but the issue remained. The surgical procedure was completed on the same day.